Event description:
It was reported the rpms were not in specification. The control bar was in the correct position. The calibration was in at all readings. The event occurred outside of surgery on an unknown date. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the rpms were not in specification, the control bar was in the correct position and the calibration was in at all readings. The motor, motor sleeve and retaining ring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.